Manufacturer narrative:
The insulin pump was received with critical pump error (open book) and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump was received with scratched case, pillowing keypad overlay, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was 94 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned to the analysis.